Event description:
It was reported that an ao60 lens flipped/rotated towards the posterior capsule during insertion into the capsular bag. The incision was enlarged and the lens was removed. Another model lens was successfully implanted in the sulcus and the incision was sutured. The pt's prognosis was described as: "lens replaced with another model lens with no subsequent problems." Please reference MDR #1119279-2013-00347 for the delivery device used during the event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.